Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation due to the character limit in the e1 section, the full event site name is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic ballon pump(iabp) battery cannot be charged , but equipment operation was uninterrupted. No was patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5. A getinge fse evaluated the unit for reported issue. Fse performed inspection and after reinstallation, the battery was charging. The fse performed all tests and calibrations according to protocol. Unit was cleared for clinical use.

Event description:
It was reported by customer that battery of cardiosave intra aortic balloon pump (iabp) was not charging. There was no patient involvement.